Manufacturer narrative:
H3) the computer of the imaging system was returned to the manufacturer for evaluation. Testing found that the computer had a corrupt operating system as the operating system would not launch. Continuation of section d11: pn: bi71000112. Ln: rev. 3 : s/n (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID: bi30000151, serial/lot #: unk. Product ID: bi30000152, serial/lot #: unk. Product ID: bi71000850, serial/lot #: unk. A medtronic representative went to the site to test the equipment. It was determined there was no contact between the mobile viewing stations (mvs) and image acquisition system (ias). Remote connection to the ias failed. The imaging system switches were checked and it was suspected that the on/off relays were broken. It was also determined the voltage on the charger side were higher and while accessing the remote desktop, the ias computer showed an error that caused the system to shut down. The on/off relays, ias computer, charger 1 and 2, and motor charger were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system powered down whenever the power button on the system was released. It was noted that if the imaging system was powered on for a long time, the unit would not start up properly. There was no patient present when this issue was identified.

Manufacturer narrative:
Concomitant medical products: product ID: bi30000151, serial/lot #: na, ubd: , UDI#: ; product ID: bi30000152, serial/lot #: na, ubd: , UDI#: ; product ID: bi71000850, serial/lot #: 1648510, ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.